Manufacturer narrative:
Device evaluated by MFR: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the handpiece overheated during use. There was no patient involvement.

Manufacturer narrative:
Analysis found that the customer's complaint regarding overheating could not be verified. Pre-repair temperature test was performed with the following results: ambient temperature was 71.7, add in one minute of testing the handpiece temperature were rear 78.6 middle 80.3 and nose 81.7, also drill came in making a grinding noise, nose bearings were corroded. Replaced nose cone, spacer and bearings. The item was repaired, cleaned and passed all manufacturing specs. If information is provided in the future, a supplemental report will be issued.